Manufacturer narrative:
Arjo was notified that while a patient's transfer from a bolero bath lift to a bed, caregivers placed the patient on the device in a side-lying position on a sliding sheet. It was reported that the patient's left leg slipped off the bolero stretcher and hit part of the bolero device - most likely the lever ('catch') used to adjust the angle of the stretcher. As a result, the patient suffered a laceration to the left leg (which was initially swollen) requiring seven stitches. According to information received from the distributor, the device was not found to be defective. From the description provided, it appears that the patient's injury was most likely caused by the lever/catch used to adjust the angle of the bolero stretcher. The bolero is equipped with two such catches and is symmetrical, so that each end can be used as a backrest, depending on the patient's bed orientation. Both of these catches have a smooth surface and are oriented in the opposite direction to the stretcher. Therefore, it is unlikely that they could by their design lead to the injury. There have been no similar incidents in the past. Based on these findings, it seems that an unfortunate coincidence and additional factors may have contributed to the patient's injury. According to the information received, the patient was placed on the bolero in a side-lying position on a sliding sheet for transfer. It was also pointed out that most likely the caregivers somehow pushed the patient's leg towards the mast of the bolero, where the lever with the catch is located. It was also indicated that the patient's leg had previously been swollen and thus could be prone to some kind of injury. All these factors might have contributed to the reported injury. The bolero instruction for use (IFU;04.ce.01_20) states: "warning: to avoid entrapment, make sure to keep the patients hair, arms and feet close to the body and use designated grab supports during any movement". "Warning: to avoid falling, make sure that the patient is positioned in accordance with this IFU." The arjo device was used for a patient¿s treatment when the event occurred and therefore played a role in the reported issue. No failure could be identified, therefore, the bolero device met its performance specifications. The complaint was decided to be reportable due to serious injury reported.

Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving the bolero bath stretcher. In order to transfer the patient from the bolero stretcher to the bed, the patient was placed on the stretcher in a side lying position and a sliding board was inserted. This caused the patient's left knee to fall off the bolero stretcher. The patient was unaware of the injury sustained at the time. It was reported that the patient sustained a laceration to the left leg requiring 7 stitches when hitting part of the bolero device (most likely a catch/retainer). It was indicated that the patient's left leg originally had edema.